Event description:
It was reported on (B)(6) 2011, that the pt was not able to adjust the stimulation with the programmer. The pt experienced a loss of therapeutic effect. The pt had bandages over the implantable neurostimulator site and received poor communication both with and without the antenna attached. It was reported two days later that the pt lost therapeutic effect and both feet swelled up, two days ago. The pt's incontinence returned yesterday and the swelling, then, resolved. The pt had good therapeutic relief until a couple of days ago when the pt lifted a door. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).